Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor completed the infusion prior to the expected time during patient infusion. The expected infusion time was 46 hours; however, the actual infusion completed within 30 hours. The device was filled with 4128mg fluorouracil (5-fu) in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.